Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device got stuck on tissue. The device was excised to complete the procedure. No further consequence to the patient known at this time.